Event description:
It was reported that the remote user interface on the 9900 system had a pin pushed in on the connector. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was repaired during the service call. The system was tested and found to be working as intended, and put back into service.